Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports their abbott diabetes care device, " exploded during attempted application." There was no report of fire, smoke, or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.